Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that back to back blood glucose tests were done, within 5 minutes, using separate fingersticks. Results were 85 and 127 mg/dl. The reporter did not have any symptoms. The reporter stated that the test strip "looks a little yellow." The reporter checks the confirmation dot for enough blood. Control testing was due to unavailability of supplies. On follow-up, the lifescan representative reviewed coding, cleaning, use of control solution, and sample application.